Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 62 mg/dl and then they passed out at the golf course. The patient stated they woke up to paramedics assisting him and indicated that his finger stick reading was 36 mg/dl. The paramedics treated the patient with 1 tube of glucagon, orange juice and a sandwich. The patient was okay after treatment and did not need to go to the hospital. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.